Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, none tortuous de novo common femoral artery that was 90% stenosed. The 6.0x40mm supera stent delivery system was advanced with a 6f non-abbott guiding catheter. During deployment, the physician believed the entire length of the stent had been deployed. Heavy resistance was noted during retrieval of the delivery catheter as the stent and tip were trapped in the delivery catheter and subsequently, the tip separated. The remaining proximal end of the stent was deployed in the guiding catheter. The physician attempted to extrude the stent from the guiding catheter but was unsuccessful. The guiding catheter was then dragged in an attempt to release the stent but was unsuccessful. The sheath, stent and separated tip were removed together as a single unit leaving the guidewire in place. A new 6.5x40mm supera stent was then implanted using the same guiding catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment difficulty and difficulty removing were unable to be confirmed as the device was returned fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.